Event description:
A. Can you please confirm if there was an infection? B. Please confirm if this was 1st stage or 2nd stage? C. Please provide the product/part numbers and lot numbers of the unk hip femoral head ceramic and unknown hip acetabular liners. Answer: not even sure it was an infection. I have no further information regarding this pc.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative: added: b5.

Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient has thr about 4 weeks ago. Presented with a seroma. Surgeon did a washout, placed anti-biotic beads. Replaced head and liner. Doi: unknown, dor: (B)(6) 2021, (left hip).